Event description:
Event description boston scientific received information that this transvenous atrial pacing lead exhibited a pacing impedance of >3000 ohms.

Manufacturer narrative:
The lead was surgically abandoned and replaced with another boston scientific atrial pacing lead. Should additional information be received, this event will be reopened and updated. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection noted that the conductor coils of the returned segment of the lead were fractured. The fracture was approximately 21.6 cm from the terminal pin.